Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a soft reset, which did not affect the programmed parameters. The reset will be cleared, and the device remains in use. No patient complications have been reported as a result of this event.